Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the white part of the blade fell out onto the operative field. Another like device was used to complete the procedure. There were no adverse consequences to the patient.